Event description:
Pt has been in and out of ER for the last 3 years. Pt is experiencing chronic pain, burning down left leg up to thigh, loss of range of motion, focussing problems, numbness and suicidal ideation. Patella has eroded and is really gone, pt has had weight gain and is not able to work.